Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed "nda". This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was received damaged with a cracked front and rear housing. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The issue was caused by the downstream occlusion sensor and it will be replaced to resolve the issue.